Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample and the cause was undetermined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 4. The hp confirmed there was no disconnects or leaks. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. There was no report of patient injury or medical intervention.